Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the calcified renal artery, direct stenting was attempted but was unsuccessful due to the tightness of the vessel. An attempt was made to pre-dilate the vessel using a 5x20x135 rx viatrac plus. The balloon ruptured at 4 atmospheres during the first inflation. The device was withdrawn from the anatomy and a second unspecified balloon was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the balloon rupture. No additional information was provided.